Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 29 mmol/l at the time of the incident. The customer states the pump top that locks reservoir in place is cracked and not holding reservoir in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined to trouble shoot for high blood glucose levels. The customer was advised the request has been sent to local office. The customer was advised to return insulin pump for analysis.